Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. Boston scientific technical services (ts) discussed the noise was consistent with the sense b location and discussed troubleshooting options. The noise was unable to be reproduced and the sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service.